Manufacturer narrative:
A review of the device history record was performed on this cat/lot number and no mfg variances were identified in relation to this event. A trend analysis was performed on similar reports involving this cat/lot number and no trends have been identified. The MFR's investigation of this event is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints dept, clinical and sales rep. No further details are available. The MFR is now closing its file on this event.

Event description:
On 06/03/1997, the facility nurse contacted the manufacturer and reported that, on 06/03/1997, an attempt was made to access a device for refill with the needle and the needle bent in the process. The used needle was stated to have been discarded; however, the remaining four needles in the box are expected to be returned for evaluation